Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock connection between the patient line and the infusion set became disconnected. The user's blood glucose (bg) level was 266 mg/dl. Reportedly, the user does not believe the bg level was related to the disconnection. However, the user declined troubleshooting with tandem's technical support. The user did not address bg level. Recommendation was made for the user to change the cartridge and infusion set.